Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 150 mg/dl. The customer stated that all buttons are not working except the esc button. The customer notice that the water feels into tube of the device. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.